Manufacturer narrative:
Other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(6), ubd: (B)(6) 2015, UDI#: (B)(4); product ID: 3 778-60, serial/lot #: (B)(6), ubd: 07-feb-2016, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced a "burning" feeling sometimes when recharging the implanted device, the implantable n eurostimulator 97715 intellis adaptivestim pain. There were impedance issues with the leads, specifically high impedance values greater than 40,000 ohms, which caused diminished efficacy with therapy and a loss of stimulation. Additionally, the battery would get hot during charging. A device revision was scheduled for (B)(6) 2025, to address these issues. The physician decided to replace the entire spinal cord stimulation system, including leads and the device. The full system replacement was completed on (B)(6), with new components implanted and the previous system explanted. Lead impedances were reported to be fine after the replacement. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.